Event description:
In 2009, pharmacist reported patient has been having issues with erratic blood glucose readings. On call back six days later, patient stated, "it just happens, I've had difficulty controlling it since I got it," in reference to having difficulty controlling her blood glucose since she was diagnosed with diabetes. She stated, "if I get upset, it makes my blood sugar go too low." She stated that her blood glucose sometimes goes too high "because I'm not changing it as often as I should," in reference to the infusion set (headset). Patient stated that when her blood sugar is elevated she "tests and if in two hours it's still high, then I know it's the site." She stated that she has been testing more frequently than usual since 2009, and is doing this at the request of the pharmacist. Patient reported the pharmacist thinks that she may need to adjust the basal rates. Patient reported she has reused the insulin cartridges in the past. Advised against this practice. Patient reported one night the infusion headset became disconnected from her body while she was asleep. She reported that her blood glucose was elevated as a result. Discussed site selection. During the call, the patient disconnected the infusion headset from the infusion tubing and bolused 2.0 units of insulin. She stated insulin flowed out of the infusion tubing. Patient stated that the pharmacist had increased the basal rate a small amount on the same day. Advised patient to be sure to attach the infusion adapter and infusion tubing to the insulin cartridge prior to placing the insulin cartridge into the infusion device when changing the cartridge. Patient stated that her stress level has been higher than normal recently. Stent information on infusion site management and replaced infusion sets; no product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.